Manufacturer narrative:
A supplemental MDR is being submitted due to imaging review findings, sections g6, h2, and h11 has been corrected/added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for thv embolized into ventricle was confirmed based on provided imagery. A review of the DHR and lot history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was not aligned properly, resulting in embolization into lv upon inflation and case was converted to surgical avr' the fcs further explained that the case was a typical transcarotid tavr complicated by user error resulting in the commander balloon being pulled too proximally in relation to the valve. Subsequent inflation of balloon resulted in severe under deployment of distal portion of valve and eventual dislodgement of the prosthesis into the ventricle. The case was immediately converted to surgical avr with tavr explant without complication. There was no allegation of malfunction of any edwards device, however it was surmised that valve misalignment was from physician error during retraction of the flex catheter. The patient tolerated the procedure well and left or in stable condition... Hospital risk management sent additional information advising that the event occurred during gross valve alignment. The perceived root cause of the event, as reported by the operating room team lead, "both cardiologists and dr. Were maneuvering the valve at one point or another to get it to the proper position. It is believed that once it was across the valve [they] could not just pull the entire system out. They had to attempt to deploy it partially and then try to advance the balloon further to deploy the rest of it. However, once it was partially deployed, they were unable to get the balloon to advance like they had hoped which is when the decision was made to convert to a sternotomy.' Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, during valve alignment the delivery system was reportedly pulled too proximally in relation to the valve, leading to under-deployment of the distal portion of the valve upon balloon inflation and subsequent embolization of the thv into the ventricle. It is likely that the improper valve alignment and the valve not being between the alignment markers at the time of deployment resulted in the thv not being properly secured against the annulus. This was likely due to the distal portion of the valve being under-deployed, which ultimately caused it to embolize into the ventricle, as seen on fluoro. As such, available information suggests that procedural factors (user error, improper valve alignment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, h6: type of investigation, investigation findings, investigation conclusions, h10, and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for thv embolized into ventricle has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the DHR and lot history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was not aligned properly, resulting in embolization into lv upon inflation and case was converted to surgical avr'. The fcs further explained that the case was a typical transcarotid tavr complicated by user error resulting in the commander balloon being pulled too proximally in relation to the valve. Subsequent inflation of balloon resulted in severe under deployment of distal portion of valve and eventual dislodgement of the prosthesis into the ventricle. The case was immediately converted to surgical avr with tavr explant without complication. There was no allegation of malfunction of any edwards device, however it was surmised that valve misalignment was from physician error during retraction of the flex catheter. The patient tolerated procedure well and left or in stable condition.' Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, during valve alignment the delivery system was reportedly pulled too proximally in relation to the valve, leading to under-deployment of the distal portion of the valve upon balloon inflation and subsequent embolization of the thv into the ventricle. It is likely that the improper valve alignment and the valve not being between the alignment markers at the time of deployment resulted in the thv not being properly secured against the annulus. This was likely due to the distal portion of the valve being under-deployed, which ultimately caused it to embolize into the ventricle. As such, available information suggests that procedural factors (user error, improper valve alignment) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was not aligned properly, resulting in embolization into lv upon inflation and case was converted to surgical avr. No allegation of deficiencies or patient injuries resulted from complication. The fcs further explained that the case was a typical transcarotid tavr complicated by user error resulting in the commander balloon being pulled too proximally in relation to the valve. Subsequent inflation of balloon resulted in severe under deployment of distal portion of valve and eventual dislodgement of the prosthesis into the ventricle. The case was immediately converted to surgical avr with tavr explant without complication. There was no allegation of malfunction of any edwards device, however it was surmised that valve misalignment was from physician error during retraction of the flex catheter. The patient tolerated procedure well and left or in stable condition. Received notification that the risk management department for patient safety from northern lights will be returning the delivery system for evaluation, however, upon additional clarification, the device will not be returned as it was discarded at the procedure. Additional clarification of the event from the fcs indicated that the wording 'retract the flex catheter' could also be worded as 'pulling the pusher back' just before deploying the valve. Per the field clinical specialist, instead of fixing the right hand and pulling the left hand to toward the right to pull the pusher back, it appeared that the physician fixed the left hand and pulled the right (as one would do for valve alignment). Hospital risk management sent additional information advising that the event occurred during gross valve alignment. The perceived root cause of the event, as reported by the operating room team lead, "both cardiologists and dr. Were maneuvering the valve at one point or another to get it to the proper position. It is believed that once it was across the valve [they] could not just pull the entire system out. They had to attempt to deploy it partially and then try to advance the balloon in further to deploy the rest of it. However, once it was partially deployed, they were unable to get the balloon to advance like they had hoped which is when the decision was made to convert to a sternotomy." The degree of annular calcification was assessed as mild. The degree of tortuosity and minimum luminal diameter are unknown. The annular diameter was reported as 425 mm.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate the cause of the embolization was that the valve was not aligned properly, resulting in embolization into lv upon inflation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was not aligned properly, resulting in embolization into lv upon inflation and case was converted to surgical avr. No allegation of deficiencies or patient injuries resulted from complication. The fcs further explained that the case was a typical transcarotid tavr complicated by user error resulting in the commander balloon being pulled too proximally in relation to the valve. Subsequent inflation of balloon resulted in severe under deployment of distal portion of valve and eventual dislodgement of the prosthesis into the ventricle. The case was immediately converted to surgical avr with tavr explant without complication. There was no allegation of malfunction of any edwards device, however it was surmised that valve misalignment was from physician error during retraction of the flex catheter. The patient tolerated procedure well and left or in stable condition.